Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional device product code: hrx. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during im nailing of a tibia with bone graft, the reamer/irrigator/aspirator (ria) 2 bone harvesting kit and ria 2 11.5mm reamer head broke at the junction of the drive shaft and reamer head. It broke and then came detached from the drive shaft. This resulted in metal fragments left inside the tibia. There was a surgical delay of ten (10) minutes while retrieving the metal fragments. The surgeon sized the tibial canal at 10mm and then chose a 11.5mm reamer head. When the surgeon inserted the ria 2 inside the tibia and began to harvest graft the reamer head then broke from the ria 2 shaft. This report is for one (1) 11.5mm reamer head for ria 2 sterile this is report 2 of 2 for complaint (B)(4).